Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 78 year old male patient needing an impella cp for mechanical circulatory support due to acute myocardial infarction/cardiogenic shock. After several attempts and catheter and wire exchanges, the physician was unable to gain access to the left ventricle. Due to the difficulty and patient anatomy, the surgeon decided to abort the impella insertion.